Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the physician was peeling away the 14 fr sheath and advancing the repo sheath when he inadvertently advanced the impella catheter too deep into the left ventricle causing it to kink. This caused poor flows, and they had to remove the impella cp and replace with impella 2.5

Manufacturer narrative:
The investigation for the reported product damage (cannula kink) issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. During this process the pump was inadvertently pushed into the ventricle causing a kink in the cannula. The root cause of the product damage (cannula kink) was due to low pump flow or suction or non-pulsatile motor current from a kinked cannula that resulted from improper pump positioning. This report is being filed as part of a retrospective review of historical records.